Event description:
In 2011, I chose essure because I didn't want to be taking birth control anymore and I didn't want to have surgery to tie my tubes. Now I have to take birth control pills because my periods are extremely painful and heavy. I change my tampons and pads every hour or two. This month, (B)(6) 2013, I started my period on (B)(6) then again (B)(6). I had a sonogram and my doctor told me I have polyps inside my uterus which weren't there before my essure. In (B)(6), I will have surgery to remove the polyps. If this doesn't help then I will have to have a hysterectomy. I have headaches all the time. Back and abdominal pain. Nausea all the time.